Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels that ranged from 49-300 mg/dl. Reportedly, the customer had absorption issues at the non-tandem infusion set site when boluses were delivered. Customer required assistance addressing bg level with glucose tablets and carbohydrates. The infusion set brand and manufacture was not provided. Reportedly, the customer discussed options for a different infusion set with a clinical diabetes specialist.